Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead looked fractured and the insulation looked abraded. In addition, the procedure revealed that the patient's left side was completely occluded. The lead was removed and replaced. Subsequent to this procedure, the patient's left shoulder became swollen. No further patient complications have been reported as a result of this event.